Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report# 3006705815-2019-01848. Reference MFR. Report# 1627487-2019-05784. It was reported the patient experienced ineffective stimulation. In turn, the patient underwent surgical intervention wherein the scs system was explanted.

Event description:
Device 1 of 3. Reference MFR. Report# 3006705815-2019-01848. Reference MFR. Report# 1627487-2019-05784.